Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter was tested and could not deploy. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed with a different catheter and there were no patient complications. The catheter is expected to return for analysis. It was further reported that the catheter was not able to reach flower configuration due to the guidewire no longer attached to the distal end of the catheter tip. The catheter did not experience any issues with flushing. A boston scientific starter guidewire was used, and the catheter was deployed without the guidewire. There were no abnormalities observed during preparation and or there were no deviations from preparation instructions. The catheter is expected to return for analysis.

Manufacturer narrative:
Additional information in section h6 evaluation conclusion codes the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter was tested and could not deploy. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed with a different catheter and there were no patient complications. The catheter is expected to return for analysis. It was further reported that the catheter was not able to reach flower configuration due to the guidewire no longer attached to the distal end of the catheter tip. The catheter did not experience any issues with flushing. A boston scientific starter guidewire was used, and the catheter was deployed without the guidewire. There were no abnormalities observed during preparation and or there were no deviations from preparation instructions. The catheter is expected to return for analysis.